Event description:
X-ray of knee showed patella component loosening and possible insert wear. Revisioon of patella and insert was performed.. Patella was loose aand worn through to the metal baack laterally. Lysis was observed at the lateral peg/bone interface. Medial aspect of insert was wworn through with approx 1cm piece sepeeerated from rest of insert. Patella and insert were removed and replaced.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.